Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that for three to four days, the patient had obtained elevated blood glucose readings ranging from 300 mg/dl to 400 mg/dl. On (B)(6) 2012 the patient obtained a reading of 402 mg/dl, and tested positive for ketones. On (B)(6) 2012 the patient's mother corrected the patient's blood glucose level with an injection of insulin via an insulin pen, and the patient's subsequent reading was 40 mg/dl. With the low blood glucose level, the patient experienced the symptom of stomach pain. The patient received treatment with oral carbohydrates and her blood glucose level rose without difficulty. Troubleshooting revealed the patient's mother was using a new vial of insulin for the injections, but had not used a new vial of insulin in the pump. It was also revealed all pump settings, programming, basal rate and date/time were correct. All total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/15/2014 with the following results: unable to duplicate the complaint, information for the complaint is overwritten. The pump was used after the original complaint date (B)(4) 2012 and all histories and black box data for event have been overwritten. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.